Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and found a clog in a port on vacuum chamber vc26, causing it to not drain and overflow. The fse cleared the port on vc26 and the instrument ran without leaks. Instrument performance was verified per established procedures. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was from an unknown location inside the instrument. The volume of the leak is unknown and was not contained within the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. The operator was wearing a lab coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.